Event description:
A lower than expected immulite 2500 stat intact pth assay result was obtained a patient sample. The sample was retested twice during the patient's recovery and the results were much higher. These results were confirmed with a different kit lot of reagents as well. Patient treatment was altered (surgery was stopped), but there was no report of adverse health consequences due to the discordant intact pth assay results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant stat intact pth results are unknown. No further evaluation of the device is required. The instrument is performing within specifications.